Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix mechanism and the lead appeared damaged at implant.

Event description:
It was reported that at implant, the physician had trouble advancing the lead via the 7 (B)(4) safesheath and that the threshold values were not acceptable. The lead was removed and when tested out of the body, the helix extended but would not retract. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.